Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted increased, high and varying threshold on the right ventricular lead. It is also noted that the patient does have amyloidosis. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.